Event description:
Resident found at 6:45 am in bed lying sideways with head turned to side and lodged in bedrail. Attempted to dislodge head - unsuccessful. Tried to get resident to pull head back out. He couldn't. Resident stated "it hurts." Small amount of blood noted on right ear. 11-7 supervisor called. She came and again they attempted to dislodge his head by soaping up sides of head - unsuccessful. Maintenance man called and arrived by 7:05 am. Again they attempted to dislodge his head with no success. Finally they had to cut the bottom part of the rail with a saw to free resident. Resident sustained small lesion on right bottom earlobe and a small bruise on top of one earlobe, and small lesion bottom one earlobe.